Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the wash nozzles were dripping from nozzle 1. The fsr replaced the peristaltic head tubing which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The peristaltic head tubing was determined to be the likely cause of the issue. An instrument service history was reviewed and revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the peristaltic head tubing were identified.

Event description:
The customer observed falsely decreased sodium result generated on alinity c processing module for a patient. The sample was repeated on another instrument and the result was in the normal range. The following data was provided: customer¿s normal range for sodium: 136 to 145 mmol/l (B)(6) initial result = 114 mmol/l, repeat result = 141 mmol/l there was no impact to patient management reported.